Manufacturer narrative:
The device was not returned for analysis as a result, it is not possible to determine the cause of the failure. The lot number of the device was not provided. It is not possible to determine the manufacture date of the device w/o the lot number.

Event description:
It was reported that a stryker tps handpiece cord caused a stryker hand piece to run on its own. There was no pt involvement; no adverse consequence was associated with the event.